Event description:
Customer alleges observing low sodium (na) result using epocal bgen card compared to vitros. Date: (B)(6) 2013, bgen: 121, vitros: 119;(B)(6) 2013, 116, 121.

Manufacturer narrative:
Investigation pending.